Event description:
Clinical study. It was reported that 682 days after a coronary drug eluting stenting procedure, the patient required a target vessel reintervention (tvr). One 10mm long target lesion located in the mid left anterior descending (mid lad) with 70% stenosis and 3.25mm reference vessel diameter was identified. The target lesion was treated with pre-dilatation and placement of a 3.0x16mm taxus express stent, reducing the stenosis to 5%. The patient did not have a non-target lesion treated during the index procedure. There were no reported proceudral complications and the patient was discharged the next day on protocol doses of aspirin and plavix. At 682 days after the initial procedure, the patient was admitted to the emergency room with complaints of recurrent exertional angina over the past several months. The patient was referred for cardiac catheterization. Angioplasty at that time revealed patent lmca, 70% in-stent restenosis in the lad (target vessel), patent rca, patent lcx. Angiographic core lab report the same day notes 57.81% stenosis of the target lesion in projeciton 1. Intervention consisted of cutting balloon angioplasty and brachytherapy to the mid lad reducing the stenosis to 0%. There were no reported procedural complications and the patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is defintely related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become avialable, a supplemental report will be filed.